Event description:
It was reported that this unknown cardiac resynchronization therapy defibrillator (crt-d) was exhibiting shock impedance high out of range during device changeout. Technical services (ts) was consulted and recommended reprogramming. No additional information is available at the moment.